Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula may not have been inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / pages 44 - 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 313mg/dl while wearing the pod on his abdomen for between 4 and 24 hours. She stated that the adhesive near the cannula was ripped/not secure and she was not sure if the cannula was all the way in. The cannula also appeared a little bent when the pod was removed. The mother had been cutting insulin in half because her daughter was at the pool; the patient was on a temporary basal. No treatment had been administered because the patient's levels had just begun to rise at the time of call. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No defects were identified during the investigation that would contribute to an improper insertion of the cannula, a failure of the adhesive pad to adhere, or the reported high bg levels. Because the pod was returned in the worn state, a root cause for the reported failure to adhere could not be determined.